Manufacturer narrative:
Conclusion: the prowler select plus was not returned for analysis. In addition, the lot number was not available; therefore, a DHR review could not be performed. The resistance between the enterprise 2 and the prowler select plus could not be determined without product return for analysis. The root cause of the event could not be determined; however, procedural/handling factors may have contributed to the event. There was no evidence to suggest the vent was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 mdrs submitted for this complaint, with associated reference numbers of 1226348-2016-00137 and 3008264254-2016-00056.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of a right internal carotid artery aneurysm, the physician used the enterprise 2 (enc402300/10619452); however, he felt strong resistance with the prowler select plus (catalog/lot unk) and the enterprise 2 became stuck. He found that the stent had been deployed at the area of the y connector. The physician eventually removed the microcatheter, retrieved the stent, and continued the procedure. He placed a new enterprise 2 (same size / different lot number) and the procedure was successfully completed without any issue. There was a ten minute delay in the procedure; however, there was no patient injury/complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to or after the event. The complaint product has already been discarded due to the patient contagious disease and not available for the investigation. No further information was available.